Event description:
During ongoing treatment, an external fluid leak was observed, reportedly originating from the polyflux 140h dialyzer. The blood was returned to the patient, and the dialyzer was replaced. Therapy was successfully completed without further issues. No patient clinical symptoms or medical intervention were reported. No additional information is available.